Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a perclose proglide device after a carotid artery stenting procedure using a 6f sheath. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The produce was not returned for analysis. The return of the device may have assisted the investigation of the complaint. A cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique, or anatomical conditions. The needle trajectory of every device is verified during manufacturing and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Information concerning user technique was not provided. Patient anatomical conditions(e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. A femoral angiogram was taken showing heavy calcification. The proglide instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A conclusive cause for the reported cuff miss, which resulted in hemorrhaging, required additional closure device and therapy/non-surgical treatment to achieve hemostasis, could not be determined. However, the reported calcification of the artery may have played a role in the reported cuff-miss. A review of the lot history record and a query of the complaint handling database were not performed because the device lot number was not reported. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide devices were used in a heavily calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information. The other perclose proglide device is being reported under a separate medwatch report number.